Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 185 mg/dl. The customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; and a scratched touchscreen was identified.